Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty procedure, the load did not fire. To complete the case, the device was replaced with a device with another lot number. There was no patient injury.